Manufacturer narrative:
The events occurred (B)(6) 2022 and (B)(6) 2022. Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two large volume folfusors underinfused; further described as pumps not fully infusing over 24 hour period. This was observed during patient infusion. The devices were filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the patient had a peripherally inserted central catheter (PICC line). H4: the lot was manufactured from june 17, 2022 - june 21, 2022. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.